Manufacturer narrative:
Exact date of event unknown. Other relevant device(s) are: product ID: etlw1620c124ej, serial/lot #: (B)(4), ubd: 21-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. Due to the left renal artery's extension to the adrenal artery the physician had decided to preserve the lower accessory artery and the main body was placed in a very short landing zone (13mm). The distal area was successfully covered by the stent graft down to the distal end of both left and right cia. The proximal aortic neck was 29mm. It was reported that during the follow up a type ii endoleak had been observed. At the 4 year follow up, it was found that the proximal end of the stent graft was lowered by approximately 10mm from the lower accessory artery and also that the left distal leg had migrated into the aneurysm. Plain CT was used due to the patients age and the type ii endoleak is expected to persist. As per the physician, the cause of the event is anatomy related due to possible aaa expansion over time due to the type ii endoleak. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.